Manufacturer narrative:
H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed a movable black particle inside the patient line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign object in the tubing close to the patient line of a homechoice automated pd set with cassette. This was noticed during prime of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.